Manufacturer narrative:
Unable to prime during prime/delivery test due to faulty back pressure sensor. Unable to perform the occlusion test due to prime anomaly. Pump received with cracked display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the top of the insulin pump's reservoir was cracked and broken. Blood glucose level at the time of the incident was 306 mg/dl, which was treated with manual injection. Troubleshooting for the high blood glucose level could not be completed due to the broken reservoir compartment. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.